Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, architect hiv ag/ab combo, list 4j27, that has a similar product distributed in the us, architect hiv ag/ab combo, list number 2p36.

Event description:
The customer stated that (B)(6) architect hiv ag/ab combo results of (B)(6) were generated for a patient sample. The sample was tested at another laboratory with the following results: architect hiv ag/ab combo (B)(6) at (B)(6) and cobas hiv method (B)(6) at (B)(6) . No additional patient information was provided. No adverse impact to patient management was reported.

Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. A retained kit of reagent lot 82376li00 was tested for sensitivity. Results of this testing did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance without false non-reactive results. The clinical sensitivity performance of the lot was evaluated by testing two commercially available seroconversion panels. It was shown that the sensitivity performance of the complaint lot is not adversely affected. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
Additional information was provided on april 4, 2018 regarding the suspect medical device. The catalog # was corrected from 04j27-25 to 04j27-27 and the lot # was updated from unknown to 82376li00. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.